Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and arthralgia outcome was unknown. The reporter considered arthralgia and pelvic pain to be related to essure. The following information was received from social media. Pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: new event joint pain was added. New treatment drug cymbalta was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The following information was received from social media. Pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Fu(2) and (3) processed together. On 23-mar-2020: social media received : reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain") and was found to have melanocytic naevus ("moles"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, arthralgia and melanocytic naevus outcome was unknown. The reporter considered arthralgia, melanocytic naevus and pelvic pain to be related to essure. Concerning the injuries reported in this case the following were reported via social media- pain, melanocytic naevus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event- moles was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The following information was received from social media. Pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information added. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.